Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2023-04496 was provided in sections b2, b5, h1, and h6.

Event description:
Survival outcome at explant noted the patient expired. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).

Event description:
The user facility reported a 51-year-old male noted as high risk percutaneous cardiac insertion was implanted with an impella 5.5 device for mechanical circulatory support. The complainant reported a high purge pressure with the impella device. The pump was removed and replaced with another impella device. There was no harm to the patient.

Manufacturer narrative:
The investigation into the reported issue been completed. Product was returned for investigation. The device was visually inspected and found the catheter had a kink and clamp marks, which match the clinical account. The pump was run in the lab and pp was around 900 mmhg and no alarms were seen. . As per clinical investigation, there was a history of biting the shaft of impella with a clamp during insertion, and although the pf value continued to be low immediately after, it recovered after a few days. However, there was a sudden drop in pf again, and the pump was replaced in consideration of the risk of stopping the pump. The root cause of the high purge pressure during the case is most likely due a kinked purge line as a result of the clamping of the catheter. This report is being filed as part of a retrospective review of historical records.